Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: neck 3,4 centrum old fracture luxation, left joint was interlocking incompetence and neurological damage procedure:cable fixation it was reported that intra-op, the cable broke. The product came in contact with the patient. No fragments of the cable were remaining in the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Additional information: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Product analysis result: visual microscopic there is a bend noted near the point of failure. The wire appears to have been twisted near the point of failure. Under microscopic review, there is necking noted at the ends of the strands. This necking is consistent with tensile overload from a pulling force. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.